Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during ventilating a patient in pc-simv-mode, the patient began to desaturate and it was noted no patient chest rise and fall. Alarms were generated by the device, but the patient desaturated and became bradycardic. Additional information was made available indicating that the patient was "blue and mottle".

Manufacturer narrative:
The log file of the affected device was made available and analyzed for the investigation. According to the log file at the time of the event, the device was operated in a pressure-controlled ventilation mode with ¿volume guarantee¿ activated (pc-smiv/ps/vg) and the patient category was set to pediatric (¿ped. Pat.¿). As described in the instructions for use, the tidal volume (tv) as supplied in all pressure-controlled ventilation modes depends on the difference in pressure ¿pinsp ¿ peep¿, the lung mechanics (resistance and compliance) and the patient's respiratory drive. When volume guarantee is activated, the minimum tidal volume is monitored - in the pediatric patient category, the value vti is monitored and in the neonatal patient category the value vte is monitored. If the pediatric patient category is applied (as in the current event), the vti setting must be selected in order to display the related vt-curve; if the vte setting is selected no curve will be displayed according to this device concept. The log file further shows that several ventilation-related alarm messages such as such as ¿airway pressure low¿, ¿vt low¿, ¿mv low¿, ¿leakage¿, ¿airway obstructed?¿ and ¿disconnection?¿ were posted on the reported date of event. These alarm messages correspond with an issue in the breathing system and/or the patient condition. Additional information was provided on request that a breathing circuit of fisher & paykel, type: f&p 950n80 was used during the event. This specific type of breathing circuit is not part of the device-specific ¿list of accessories¿. Based on the investigation there was no device fault found. The device reacted as specified; corresponding alarm messages were generated according to the patient-specific settings and alarm limits as set by the user. The device was tested onsite by technician according to the manufacturer¿s specification without any deviations. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that during ventilating a patient in pc-simv-mode, the patient began to desaturate and it was noted no patient chest rise and fall. Alarms were generated by the device, but the patient desaturated and became bradycardic. Additional information was made available indicating that the patient was "blue and mottle".